Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling and sample quality issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. General reagent, calibrator, or analyzer issues were excluded. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable altp gen.2 results for one patient from the cobas c 503 analytical unit. The initial result was 18.5 u/l. The repeat result using a cobas 8000 analyzer was 34 u/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.